Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and product was reworked and released for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01065. The patient received a scs trial system consisting of two percutaneous leads (from two separate lots) on (B)(6) 2010. It was reported that on (B)(6) 2010 that the patient was having uncomfortable stimulation. It was reported that the patient refused to be reprogrammed and did not consult with his physician. On (B)(6) 2010, it was reported that the patient had removed the trial leads himself on (B)(6) 2010, and the patient requested information on how to return the leads to sjm. The explanted leads have not been returned to the manufacturer for analysis. No further information is available.